Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ calcification: no observed calcification on the device. ¿ rupture: no observed openings on the device. As per the investigation procedure, creases and deformation were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture. It was later reported "calcifications in the anterior capsule". The device has been explanted.

Event description:
Healthcare professional reported right side rupture. It was later reported "calcifications in the anterior capsule". The device has been explanted.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #2. Aware date should have been listed as 23jul2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "calcifications in the anterior capsule." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, h3, h6.